Manufacturer narrative:
The investigation into the reported delivery issues and vascular damage has been completed since the original report was filed. The medical center returned the impella product for benchtop analysis. The root cause for delivery issue and resulting vascular damage was determined to be user error. The impella device went deep in the left ventricle upon advancing of the repo unit. Catheter positioning is intended to be held and maintained upon advancing of the repo unit. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The pump was returned for further evaluation. A visual inspection was performed and it was noted that the catheter was cut and kinked, the cannula was kinked, the repo sheath was damaged, and a biomaterial was found in the outlfow/inflow. An investigation into the evaluation is ongoing. Upon completion, a supplemental report will be submitted with any relevant information pertaining to the findings. As noted in the impella IFU, vascular injury is a known potential adverse event associated with impella support: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The complainant reported a 63-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. Upon attempted delivery of the impella pump, the cannula folded over and kinked. The catheter was pulled back, however, the cannula remained kinked and the folded device came back across the valve. A vascular surgeon was subsequently required to remove the pump and repair the vessel with a surgical graft. Another pump was then implanted for ongoing support.